Event description:
Healthcare professional reported rupture and seroma. The device has been explanted. This record relates to unknown side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Device is not PMA approved.